Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 18 months post procedure patient suffered kidney failure, patient was placed on hospice at home and died on the same day. Cec adjudicated the event as cardiac death.